Event description:
It was reported that the bd vacutainer® safety-lok¿ blood collection set with pre-attached holder detached during use and leaked blood. The following information was provided by the initial reporter, translated from japanese to english: "the rubber sleeve was detached and blood leaked."

Manufacturer narrative:
Investigation summary: bd received samples and photos from the customer facility for investigation. The photos and samples were evaluated and it was observed that the rubber sleeve had fallen off of the non-patient needle, leading to blood leakage. However, bd was unable to determine the specific lot number associated with this complaint. Therefore, a review of the device history record could not be conducted. Investigation conclusion: based on evaluation of the customer photos and samples, the customer¿s indicated failure mode for sleeve leakage with the incident lot was observed. Root cause description: based on the investigation, a root cause could not be determined. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the bd vacutainer® safety-lok¿ blood collection set with pre-attached holder detached during use and leaked blood. The following information was provided by the initial reporter, translated from (B)(6) to english: "the rubber sleeve was detached and blood leaked."